Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl. Customer's sensor glucose value was 61 mg/dl. The customer was treated with liquid sugar during hospitalization. The customer declined the troubleshooting for low blood glucose. The device is not expected to be returned for analysis.